Event description:
It was reported, that the patient had no hearing sensations. Device testing showed a possible problem with the electrode of the implant, the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow up report.